Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the blower motor and flow sensor assembly was observed. The device's blower motor and flow sensor assembly were replaced to address the issue.